Event description:
During a fractional flow reserve (ffr) procedure for a patient with moderate coronary lesion, an air injection occurred. The diagnostic coronary angiography proceeded without any issues. Following this, an ffr measurement was planned for a 50% left main stenosis, using the same patient tubing for contrast and fluid administration that was used during the diagnostic procedure. Another manufacturer's y-connector was attached between the guiding catheter and the patient tubing. The y-connector was fully backflushed with blood from both exits (therefore ensuring an air free pathway to the coronary artery). 2cc of cedocard IV was administered through the side port of the y-connector. The user attempted to flush this with saline. At the start of the flush, a short fluoroscopy was performed to confirm that the catheter was still intracoronary, which it was, and contrast was also clearly seen in the coronaries (without air at that time). The flush was not interrupted by the pump. During the flush, the nurse mentioned seeing air in the line between the pump and the y-connector, at which point the user stopped the flush, retracted the catheter from the coronary artery, disconnected the y-connector, and allowed blood to flow back through the catheter; this blood appeared somewhat frothy, presumably mixed with air. Meanwhile, the nurse also mentioned that the saline bag had apparently fallen off the hook and was hanging upside down (it is unknown when this occurred). Approximately at that time, the first neurological symptoms appeared in the patient (loss of vision and hearing, a presyncopal feeling). The patient remained fully responsive. Blood pressure and rhythm remained stable. A slight transient st elevation was seen on the ECG, as well as brief mild retrosternal pressure, both of which resolved. The neurological symptoms improved after about 10 minutes (vision and hearing restored, though the patient still felt dizzy). In the meantime, the contrast/flush system was replaced with the assistance of an interventional cardiologist, who was immediately called to the table after the incident and assisted in the procedure. A coronary angiography check showed normal flow through the coronaries without signs of air embolism. The procedure was then stopped. A neurologist quickly arrived at the cath lab, finding still some limited neurological signs, but with a clearly favorable evolution compared to the initial symptoms. The patient was subsequently transferred to the stroke unit. The user concluded that the cause was most likely due to the saline bag falling and turning upside down, air was drawn in and flushed through the consumable tubing. The user did not recheck this area of the consumable tubing or saline bag, as the diagnostic procedure had gone smoothly beforehand. The user mentioned that it is unclear why the cvi injection system did not trigger an alarm and did not automatically stop the flush. The manufacturer was immediately notified to inspect the cvi injection system.

Manufacturer narrative:
The acist angiographic injection system, model cvi, system serial number (B)(6), was returned to acist on august 23, 2024. The consumable kits used during the event were discarded by the user facility and the lot numbers are unknown. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. In addition, support personnel must ensure that: all system connections are in place, secure, and functional. The cine-angiograms were not returned for evaluation. A follow-up report will be submitted if the cineangiograms are returned for evaluation. This report is closed.